Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was at 5% battery life and the pump would not charge when connected to a power source. Subsequently, the pump shut off due to insufficient power, as it could not be charged. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a computer. The pump was able to be turned on. Review of the pump data confirmed the pump was not charging as expected. Additionally, it was noted that the pump battery gauge jumped from 0% to 100%. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.